Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was provided antibiotic cream following an unintentional disconnect from the liberty cycler set. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient struggled to reach the bathroom with a shortened patient line and his drain line was not long enough to reach the drainage area. The patient was not able to reach the toilet, and as he attempted to reach it, he overstretched his pd catheter (not a fresenius product) and it became disconnected from the extension set. The patient was prescribed antibiotics, presumably as prophylaxis, as there was no reported a serious injury or adverse event as a result of this unintentional disconnect. Additionally, the patient's pd catheter and catheter extension set were replaced due to the reported event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was provided antibiotic cream following an unintentional disconnect from the liberty cycler set. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient struggled to reach the bathroom with a shortened patient line and his drain line was not long enough to reach the drainage area. The patient was not able to reach the toilet, and as he attempted to reach it, he overstretched his pd catheter (not a fresenius product) and it became disconnected from the extension set. The patient was prescribed antibiotics, presumably as prophylaxis, as there was no reported a serious injury or adverse event as a result of this unintentional disconnect. Additionally, the patient's pd catheter and catheter extension set were replaced due to the reported event.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was provided antibiotic cream following an unintentional disconnect from the liberty cycler set. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient struggled to reach the bathroom with a shortened patient line and his drain line was not long enough to reach the drainage area. The patient was not able to reach the toilet, and as he attempted to reach it, he overstretched his pd catheter (not a fresenius product) and it became disconnected from the extension set. The patient was prescribed antibiotics, presumably as prophylaxis, as there was no reported a serious injury or adverse event as a result of this unintentional disconnect. Additionally, the patient's pd catheter and catheter extension set were replaced due to the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.